Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, cholecystectomy, vaginal delivery (normal spontaneous vaginal delivery times three), chlamydial infection, human papilloma virus infection, endometrial ablation in (B)(6) 2011 and grand multiparity. Concurrent conditions included shortness of breath, difficulty in walking, vaginal discharge (greenish colored), dyspareunia and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("unbearable abd") and abdominal pain lower ("rlq pain"). The patient was treated with vicodin (lortab), paracetamol (acetaminophen), nsaid's, surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012), surgery (ablation was performed on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, infection, menstrual disorder, vaginal infection, dyspareunia, vaginal discharge, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date was initially reported as (B)(6) 2011. Decrease of pain shortly after removal. Upon hysteroscopy no shaggy endometrium noted. Coils trailing six on the right and five on the left. Six proximal coils were noted outside the right ostium diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: moderate dysplasia hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Smear cervix - on an unknown date: abnormal uterus sounded to 8 cm. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc, FDA codes entry. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, cholecystectomy, vaginal delivery (normal spontaneous vaginal delivery times three), chlamydial infection, human papilloma virus infection, endometrial ablation in (B)(6) 2011 and grand multiparity. Concurrent conditions included shortness of breath, difficulty in walking, vaginal discharge (greenish colored), dyspareunia and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("unbearable abd") and abdominal pain lower ("rlq pain"). The patient was treated with vicodin (lortab), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012), surgery (ablation was performed on (B)(6) 2011) and surgery (ablation was performed on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, infection, menstrual disorder, vaginal infection, dyspareunia, vaginal discharge, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: decrease of pain shortly after removal. Upon hysteroscopy no shaggy endometrium noted. Coils trailing six on the right and five on the left. Six proximal coils were noted outside the right ostium diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: moderate dysplasia hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Smear cervix - on an unknown date: abnormal uterus sounded to 8 cm. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, cholecystectomy, vaginal delivery (normal spontaneous vaginal delivery times three), chlamydial infection, human papilloma virus infection, endometrial ablation in august 2011 and grand multiparity. Concurrent conditions included shortness of breath, difficulty in walking, vaginal discharge (greenish colored), dyspareunia and menometrorrhagia. In (B)(6)2011, 28 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient had essure inserted. On (B)(6)-2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)-2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder/urinary tract/vaginal)- type: vaginal"). In may 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On 17-aug-2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), abdominal pain ("unbearable abd"), abdominal pain lower ("rlq pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back area"). The patient was treated with vicodin (lortab), paracetamol (acetaminophen), nsaid's, surgery (hysterectomy with bilateral salpingectomy on 12jan2012), surgery (ablation was performed on (B)(6)2011. Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, dyspareunia, vaginal discharge, abdominal pain, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date was initially reported as 26-apr-2011. Decrease of pain shortly after removal. Upon hysteroscopy no shaggy endometrium noted. Coils trailing six on the right and five on the left. Six proximal coils were noted outside the right ostium diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: moderate dysplasia hysterosalpingogram - on 3-aug-2011: essure device was successfully occluded. Smear cervix - on an unknown date: abnormal uterus sounded to 8 cm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events added from pfs- lower back area, dysmenorrhea (cramping). Event infection updated to infection type: vaginal / infection (bladder/urinary tract/vaginal)- type: vaginal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, cholecystectomy, vaginal delivery (normal spontaneous vaginal delivery times three), chlamydial infection, human papilloma virus infection and grand multiparity. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included shortness of breath, difficulty in walking, vaginal discharge (greenish colored), dyspareunia and menometrorrhagia. Concomitant products included buspirone, cyproheptadine, ibuprofen, ledipasvir;sofosbuvir (harvoni), paracetamol (tylenol regular) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 28 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced back pain ("lower back area") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder/urinary tract/vaginal)- type: vaginal"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("unbearable abd"), abdominal pain lower ("rlq pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012 and ablation was performed with hysteroscopy on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menstrual disorder, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date was initially reported as (B)(6) 2011. Decrease of pain shortly after removal. Upon hysteroscopy no shaggy endometrium noted. Coils trailing six on the right and five on the left. Six proximal coils were noted. Have you had your essure (or any part of the device) removed?: no. Outside the right ostium discrepancy noted in the date of ablation - previously reported as (B)(6) 2011 and in the current version as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: results: moderate dysplasia. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Total bilateral occlusion. Smear cervix - on an unknown date: results: abnormal. Diagnostic results: uterus sounded to 8 cm. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received : events added- psychological or psychiatric problems condition: depression and mental anguish. Onset date of events, historical date. Date of ablation updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("unbearable abd") and abdominal pain lower ("rlq pain"). The patient was treated with ablation on (B)(6) 2011 and hysterectomy with bilateral salpingectomy with essure was removal on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, infection, menstrual disorder, vaginal infection, dyspareunia, vaginal discharge, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: decrease of pain shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs: abnormal bleeding vaginal, abnormal bleeding menorrhagia, infection type: vaginal, dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain, and rlq pain. Lot number added 806713.device removal procedure was updated to hysterectomy with bilateral salpingectomy; endometrial ablation was also performed on (B)(6) 2011. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, cholecystectomy, vaginal delivery (normal spontaneous vaginal delivery times three), chlamydial infection, human papilloma virus infection and grand multiparity. *uterus sounded to 8 cm. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included shortness of breath, difficulty in walking, vaginal discharge (greenish colored), dyspareunia and menometrorrhagia. Concomitant products included buspirone, cyproheptadine, ibuprofen, ledipasvir;sofosbuvir (harvoni), paracetamol (tylenol regular) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 28 days after insertion of essure. On (B)(6) -2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced back pain ("lower back area") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder/urinary tract/vaginal)- type: vaginal"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("unbearable abd"), abdominal pain lower ("rlq pain"), menstrual disorder ("abnormal menstruation issues"), urinary tract infection ("uti"), post procedural complication ("post removal complications-yes") and metrorrhagia ("metrorrhagia"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012 and ablation was performed with hysteroscopy on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge and urinary tract infection had resolved and the back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menstrual disorder, depression, anxiety, post procedural complication and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date was initially reported as 26-apr-2011. Decrease of pain shortly after removal. Upon hysteroscopy no shaggy endometrium noted. Coils trailing six on the right and five on the left. Six proximal coils were noted. Have you had your essure (or any part of the device) removed?: no. Outside the right ostium discrepancy noted in the date of ablation - previously reported as 17-aug-2011 and in the current version as 18-aug-2011. Patient surgery rank 1, 2 and 3 were 2,0 and 0. Top sugary rank 2. Failed removal category 0, case pip+ final category pip+ and patient post removal complication yes and recs pending. Discrepancy noted: date(s) of insertion: (B)(6) 2011 (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: results: moderate dysplasia. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.total bilateral occlusion. Smear cervix - on an unknown date: results: abnormal. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for bleeding, vaginal infection, vaginal discharge, uti added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, cholecystectomy, vaginal delivery (normal spontaneous vaginal delivery times three), chlamydial infection, human papilloma virus infection and grand multiparity. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included shortness of breath, difficulty in walking, vaginal discharge (greenish colored), dyspareunia and menometrorrhagia. Concomitant products included buspirone, cyproheptadine, ibuprofen, ledipasvir;sofosbuvir (harvoni), paracetamol (tylenol regular) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 28 days after insertion of essure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced back pain ("lower back area") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder/urinary tract/vaginal)- type: vaginal"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("unbearable abd"), abdominal pain lower ("rlq pain"), menstrual disorder ("abnormal menstruation issues"), urinary tract infection ("uti"), post procedural complication ("post removal complications-yes") and metrorrhagia ("metrorrhagia"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012 and ablation was performed with hysteroscopy on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menstrual disorder, vaginal infection, vaginal discharge, depression, anxiety, urinary tract infection, post procedural complication and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date was initially reported as (B)(6) 2011. Decrease of pain shortly after removal. Upon hysteroscopy no shaggy endometrium noted. Coils trailing six on the right and five on the left. Six proximal coils were noted. Have you had your essure (or any part of the device) removed?: no. Outside the right ostium. Discrepancy noted in the date of ablation - previously reported as (B)(6) 2011 and in the current version as (B)(6) 2011. Patient surgery rank 1, 2 and 3 were 2,0 and 0. Top sugary rank 2. Failed removal category 0, case pip+ final category pip+ and patient post removal complication yes and recs pending. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: results: moderate dysplasia. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Total bilateral occlusion. Smear cervix - on an unknown date: results: abnormal. Diagnostic results: uterus sounded to 8 cm. Most recent follow-up information incorporated above includes: on 5-may-2020: new events metrorrhagia, uti and post procedural complication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.